Event description:
It was reported that during use of this pump, it stopped itself and then a message was displayed "travel course error." The patient was receiving a continuous infusion. The medication infusing was norepinephrine and then epinephrine. Once the pump with norepinephrine (a medication used to treat life-threatening low blood pressure) failed the patient had an episode of profound hypotension that required her to be resuscitated and given multiple epinephrine boluses. The pump was removed from the patient. Boluses of medication were given and another syringe infusion pump was obtained to receive the remaining infusion. The patient was and still is in critical condition, and remained hospitalized in the critical care unit.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection found the plunger seal broke and the top case chipped on front left corner with cracked right plunger case. A review of the event history log found travel reverse error - check clutch/plunger lever. Multiple flow and occlusion tests were unable to duplicate the reported problem. The cause of the problem was determined to be user related. The error was caused by pressing plunger lever and extending plunger head during infusion. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional contact information: (B)(6).